Event description:
It was reported that while using the anesthesia workstation on a patient, the volumes delivered to the patient increased and alarms for high airway pressure were generated. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). A field service engineer visited the facility and an oxygen (o2) gas module was replaced where after the anesthesia workstation was successfully functional tested and returned to clinical use. The replaced o2 gas module was received together with the device logs. The returned o2 gas module was investigated by simulated use testing in a reference system. The problem was reproduced. The o2 gas module oscillated during use and as a consequence, a larger flow than requested from the o2 gas module was delivered. A larger flow from the o2 gas module than requested affects the gas mix between air and oxygen in the fresh gas flow leading to a higher oxygen and if agent is used, possible lower agent concentration than set. During the performed tests, the airway pressure level was not affected. Alarms for high oxygen concentration, lower agent concentration as well as high airway pressure are, if alarms limits are properly set, generated to notify the user. The device logs confirms the reported issues with higher volumes and pressures.

Event description:
(B)(4).